Manufacturer narrative:
A staff member at this facility reported chemical exposure symptoms. Medivators intercept detergent splashed into their eye while they were filling a measuring cup to mix the manual cleaning sink. The reported symptoms were redness and burning sensation. This complaint was received via chemtrec report; thus the product sds was provided. There is limited information regarding this incident. It is unknown whether she was wearing the appropriate ppe while handling. Medivators ra followed up with this facility and this staff member reported that they are doing okay. No lasting effects. This complaint will continue to be monitored within medivators complaint system.

Event description:
A staff member at this facility reported chemical exposure symptoms. Medivators intercept detergent splashed into their eye. The reported symptoms were redness and burning sensation.